Event description:
The caller reported that the performa system was providing low blood glucose results, however the exact results were unknown. The mother stated that based on the low results provided by the performa system, she stopped giving insulin to the customer. At an unknown time the customer began vomiting. The mother tested the customer's acetone level which was 2+. The mother then transported the customer to the hospital. The blood glucose results obtained at the hospital were not provided. The customer was diagnosed with covid-19 and was treated with antibiotics, insulin, and unknown covid-19 medication.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the performa system was providing low blood glucose results, however the exact results were unknown. The mother stated that based on the low results provided by the performa system, she stopped giving insulin to the customer. At an unknown time the customer began vomiting. The mother tested the customer's acetone level which was 2+. The mother then transported the customer to the hospital. The blood glucose results obtained at the hospital were not provided. The customer was diagnosed with covid-19 and was treated with antibiotics, insulin, and unknown covid-19 medication.